Manufacturer narrative:
Device passed the displacement test. Device received with motor error alarm during the basic occlusion test due to loose and protruded drive support disk. Unable to perform the prime or a33 test, excessive no delivery test and occlusion test or verify a33 alarm due to motor error alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 498 mg/dl. Customer stated that insulin pump had a compromised force sensor system alarm. The customer stated they were able to clear the alarm and were able to complete the rewind process. The customer declined troubleshoot for high blood glucose. The insulin pump will be returned for analysis.